Manufacturer narrative:
Ppae (hematoma): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary graft site to support the 69 year old male patient admitted in with the indication of post cardiotomy cardiogenic shock, and presenting in scai stage d shock. Other underlying cardiac and systemic comorbidities were not shared. This support was for 24 days in (B)(6) 2025 when it was explanted and bridged to a left ventricular assist device (lvad). Months later in (B)(6) 2026 the notification was made of a parietal hematoma occurring during the support. This vascular injury prompted no intervention and was seen on imaging. The patient did survive the parietal hematoma and no other details were shared. Anticoagulation necessary for the pump placement and support can contribute to bleeding.